Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 320 mg/dl. The customer was admitted to hospital and treated. The cause of 911 call as per healthcare provider was staph infection leading to high blood glucose. The customer leg was amputated due to infection, was release to rehab facility. The customer insulin pump is working fined and he had no issues with it. The customer declined to troubleshoot.